Event description:
During a percutaneous transluminal angioplasty (pta) to the left femoral artery, the savvy balloon (435302l) ruptured after delivery and infusion. The contrast medium was leaking from the balloon during inflation. After removing the device from the pt, the physician noticed pinholes on the balloon. The vessel has mild calcification, moderate tortuosity, and 90% stenosis. The rupture was noted as a pin-hole rupture. The product was clinically used without any adverse consequences to the pt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the left femoral artery, the balloon was reported to have ruptured. The vessel was described as having mild calcification, moderate tortuosity and a 90% stenosis. There was no reported pt injury. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp, including burst test values. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.